Event description:
Medtronic received information that 3 years and 6 days following implantation of this pericardial tissue valve, the patient had tte done which showed valvular dehiscence and prosthetic valve endocarditis. Ten days later, the patient underwent aortic valve reintervention with a avr 27mm edwards lntuity elite pericardial valve. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).